Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional and lead was nicked during the previous procedure. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that during a non-device related procedure, the patient's ipg was damaged and would cause a shocking sensation when turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the bsn representative was unsure if electrocautery was used during the non-device related procedure.

Event description:
A report was received that during a non-device related procedure, the patient's ipg was damaged and would cause a shocking sensation when turned on. The patient will undergo a revision procedure.

Event description:
A report was received that during a non device-related procedure, the patient's ipg was damaged and would cause a shocking sensation when turned on. The patient will undergo a revision procedure.